Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section b2 outcomes attributed to ae - corrected no other serious (important medical events) and no required intervention to prevent permanent impairment/damage (devices). Section b5 executive summary - updated. Section d4 gtin - corrected. Section h1 type of reportable event - corrected - no serious injury. Section f10 / h6 health effect - clinical code - corrected. Section f10 / h6 health effect - impact code - corrected. Section f10 / h6 medical device problem code - corrected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a subarachnoid hemorrhage treatment procedure on (B)(6) 2024, the subject guide wire punctured the blood vessel, resulting in subarachnoid hemorrhage. The imaging showed a small amount of blood leakage from the m2 segment of the right middle cerebral artery supply area. The subject was treated with spring coil plug and liquid glue sealing. There was a surgical delay of 15 minutes. The event resolved without sequelae on (B)(6) 2024. No other information is available. Additional information received on 03-jan-2025 stated as per team discussion on (B)(6) 2025, unlikely relationship for evolve china study is categorized as not related. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that there was a subarachnoid hemorrhage. Before the implantation of the flow diverter, the guide wire punctured the blood vessel, resulting in subarachnoid hemorrhage. The subject was treated with spring coil plug and liquid glue sealing. Medical intervention was performed to stop the bleeding, and a surgical delay of 15 minutes. Resolved with sequelae. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported during a subarachnoid hemorrhage treatment procedure on (B)(6) 2024, the subject guide wire punctured the blood vessel, resulting in subarachnoid hemorrhage. The imaging showed a small amount of blood leakage from the m2 segment of the right middle cerebral artery supply area. The subject was treated with spring coil plug and liquid glue sealing. There was a surgical delay of 15 minutes. The event resolved without sequelae on 26 nov 2024. No other information is available.